Event description:
The customer reported to olympus, a clogged nozzle with the evis lucera elite colonovideoscope. The event occurred during an unspecified diagnostic procedure. No additional sedation was required, or delay and the procedure was completed using the subject device. There was no report of patient harm associated with this event. No abnormalities were found during preparation inspection of device. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation. The customer was able to clean, disinfect and sterilize the subject device prior to requesting repair. The subject device was washed properly, but it seems that the nozzle was clogged after using the contrast agent. Washing took place later than usual because priority was given to patient care.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle has foreign material. In addition, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Scope connector was dirty due to water leakage. Objective lens had discoloration. Plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the foreign material which adhered inside the air/water nozzle was insufficiently removed, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.